Manufacturer narrative:
Block h6 (device codes): problem code a1409 captures the reportable event of feeding port blocked/occluded block h10: a bolus feeding set was returned. Visual analysis revealed that the tube didn't present an unknown substance that could obstruct it. Therefore, the complaint of right angle feeding port obstructed was not confirmed. However, the tube was kinked on where the c-clamp was locked. Based on the condition of the returned device, engineers determined that the failure mode observed could be caused by the locked c-clamp, therefore, this kink created some resistance/difficulties to pass liquid through the tube. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on the event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an endovive onestep button was used during a percutaneous endoscopic gastrostomy (peg) placement procedure on (B)(6) 2021. Post procedure, the right angle feeding port was obstructed. The device was replaced with a new right angle feeding tube. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). (Evaluation conclusion codes): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive onestep button was used during a percutaneous endoscopic gastrostomy (peg) placement procedure on (B)(6) 2021. Post procedure, the right angle feeding port was obstructed. The device was replaced with a new right angle feeding tube. There were no patient complications reported as a result of this event.